Event description:
It is reported that end-user experienced a red rash under the ostomy mass. This rash was treated with physician prescribed kenalog spray. It is also reported skin tags located under mass were surgically removed in (B)(6).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury on the use of prescribed kenalog spray to treat the affected site. End-user was recommended to try durahesive barrier with convexity based on stoma assessment. Samples sent to end-user. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on may 15, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Manufacturer narrative:
The product associated with batch 3b00805 was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.